Event description:
A nurse contacted product surveillance to replay an issue a home pt (hp) had with his pt line extension. The hp reported that he was in bed when he noticed his pt line extension separated from his transfer set. He soaked his transfer set with the iodine from his mini-cap. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Per the nurse, the sample was discarded.